Event description:
Since the nurse stated that the increase in seizures are not related to vns, the return of the generator and subsequent product analysis results are not relevant and therefore will not be reported.

Manufacturer narrative:
Describe event or problem; corrected data: inadvertently reported on follow-up report about the pending return of the explanted generator. Since the nurse stated that the increase in seizures are not related to vns, the return of the generator and subsequent product analysis results are not relevant and therefore will not be reported.

Event description:
On (B)(6) 2014 it was reported that the patient underwent prophylactic generator replacement on (B)(6) 2014. The explanted generator has not been returned for product analysis to date despite attempts for its return.

Event description:
Clinic notes dated (B)(6) 2014 were received for review on (B)(6) 2014 which revealed that the patient¿s mother reported more seizures that month. It was noted that they are occurring daily, typically occurring in the morning. Described as being "frozen" starting off stuck in tonic position for 30sec previously occurring 3 times a week. Also has just starting episodes 15-45 sec 1-3 times a day. The patient¿s mother was having a hard time locating the vns generator to activate the device with the magnet and resorted to swiping the magnet over the generator. The patient¿s mother was concerned with end of life of the generator and would like it replaced prior to reaching end of service. The physician referred the patient for prophylactic generator replacement. Good faith attempts for further information from the physician have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2014 the nurse practitioner reported that the increase in seizures does not appear to be related to vns. The patient¿s battery is reaching end of service within a few months and the patient¿s mother would like a prophylactic replacement. The patient has rett¿s syndrome which the nurse states is a progressive neurodegenerative disease and an increase in seizure activity could be expected in her progression of the disease. The nurse noted that the increase in seizure activity is likely not related to vns therapy but instead to the progression of the patient¿s disease.